Event description:
Allegedly removed due to pain.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00193, 00194.

Manufacturer narrative:
Additional/corrected data received (B)(6) 2011: the surgeon advises our product did not cause or contribute to this event, therefore, this medical device report was not required. This is the same event as 1043534-2011-00193, 00194.

Manufacturer narrative:
Conclusion: no device failure. Visually examined. Complaint reviewed. Device history record reviewed. (B)(4) - evidence that product in specification when used, no evidence of misuse.

Event description:
Allegedly removed due to pain.